Event description:
During follow-up, externalized conductors were observed between the svc-coil and the rv-coil via x-ray. No electrical anomalies were detected. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.